Manufacturer narrative:
Medela has sent a set of additional questions to the healthcare facility and requested the device back for technical investigation.

Event description:
Handover due to respiratory deterioration (+ increase in subcutaneous emphysema) caused by a blocked thopaz drain. In the ICU, the thopaz drains were replaced with two sahara systems with drains, which showed significant air leakage (not detected by the thopaz), after which the patient improved and the subcutaneous emphysema decreased.